Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) received a system overheating warning message. The iabp was swapped out. No patient harm, serious injury or adverse event was reported.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp and was unable to reproduce the reported "overheating" issue. The fse let the pump run for over hours with no error message; both fans were operating. The fse performed full calibration, functional and safety checks to meet factory specifications. Unit passed all calibration, functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) received a system overheating warning message. The iabp was swapped out. No patient harm, serious injury or adverse event was reported.